Manufacturer narrative:
(B)(4) - incorrect anatomy. Evaluation summary: the device was returned for analysis. Shaft separation was confirmed. Difficulty to position with the guide wire/difficulty to remove from the guide wire could not be replicated in a testing environment due to the returned condition of the device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an artery in the leg. During advancement of a 3.5 x 23 mm xience xpedition stent delivery system (sds) it got stuck on an unknown guide wire during advancement. As the sds was being removed from the guide wire it separated in the middle portion of the catheter. The separated portion was still on the guide wire, so the guide wire and catheter were removed from the anatomy together. Another wire was placed and another same size xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.